Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11f01101 and no exceptions were observed that were related to the reported condition. The problem was confirmed and the cause of the peritonitis was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of touch contamination, food poisoning and peritonitis with culture positive for fungal growth and escherichia coli in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced food poisoning and touch contamination. The patient allowed her children to connect the patient to the pd machine. Treatment and outcome were not reported. On (B)(6) 2011, the patient experienced and was hospitalized for peritonitis. Treatment included removing the pd catheter and initiating unspecified antibiotics. At the time of this report, the patient was recovering from the peritonitis and touch contamination. The nurse stated the peritonitis and touch contamination was not related to dianeal therapy and did not comment on the food poisoning as reported by the consumer.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.